Manufacturer narrative:
A DHR review was completed with no noted nonconformances or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation as burning sensation, itchy, circles on skin, blisters/welts. Patient reported that she did seek medical treatment and used an otc medication (bacitracin). Patient reported that she did use proper skin preparation.